Event description:
A 4.5mm lcp condylar plate, implanted for a non-union distal femur fracture, was noted on f/u to be broken. The plate was implanted approximately one year ago. Plate was removed and pt was revised to a nail.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.